Event description:
An ICU rn, (B)(6), reported a low helium alarm on a cardiosave after changing the helium tank twice. The device was in standby for 22 minutes, and the screen froze when instructed to press start. Esp personnel advised switching to another cardiosave, which was successfully done before critical balloon catheter inactivity. Further troubleshooting revealed the helium tank valve was not fully opened, but the alarm persisted with a red helium icon. After the switch, the first pump was powered off and on, showing a green helium icon. The pump was sent to biomed with a note about a frozen touchscreen, and no patient harm was reported.

Manufacturer narrative:
Other contact person: (B)(6) -rn. Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2026-0001093. Please refer to mfg report number 2249723-2026-0001093 for all information for this complaint event. Please cancel mfg report number 2249723-2026-0001043 in your database.